Event description:
It was reported that the patient's device alarmed for low flows. The alarms appeared to be caused by a lack of volume and right heart failure. The patient did not develop right heart failure prior to implant, but the onset of right heart failure was not believed to be relate to the device. The patient had bradycardia due to medical treatment for heart failure. The pump was seeing a reduction in volume. The patient was treated as inpatient and volume adjustment and detailed examination were done on heart failure. After being admitted to the internal medicine department, the patient was implanted with a pacemaker and the symptoms of right heart failure disappeared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. A review of the patient¿s log file captured multiple low flow hazard alarms when the pump flow dropped below the low threshold of 2.5 lpm, to as low as 2.4 lpm. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. There was 1 slight increase in power and flow on day 1629, hour 19, minute 36. The pump power was as high as 6.6 watts, and the pump flow was as high as 9.5 lpm. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02apr2017. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU lists right heart failure as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Heartmate ii lvas IFU section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Date of birth should have been redacted from the initial report. Section e: this event occurred at (B)(6) in kurume, fukuoka, japan no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced peripheral edema symptoms and the patient underwent cardiac catheterization for treatment. Right heart failure did not exist pre left ventricular assist device (lvad) implant. It was thought that the progression of dilated cardiomyopathy led to it. The patient was discharged on (B)(6) 2022. The patient was awaiting transplant.